Manufacturer narrative:
The I/a instrument is in transit and it will be evaluated once it is received.

Event description:
A report from a user facility in the (B)(6) stated that a patient, with a high myopia (high risk), had an uneventful surgery until after the iol insertion. While washing out the ovd under the intraocular lens, the tip of the metal part of the ia came out through the irrigation port and ruptured the posterior capsule. An anterior vitrectomy was required. As of (B)(6) 2017 the patient has recovered.